Event description:
Reported that during a total lap hysterectomy, the shears worked fine for the beginning of the procedure, but then stopped working. The shears had to be replaced. There was no reported patient consequence.